Event description:
A malfunction occurred without any notable events prior, displaying a specific malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their health. Technical support provided information on resetting the pump and assisted the customer in doing so, after which the malfunction code did not reappear.